Event description:
Healthcare professional reports protime microcoagulation system generated "inr may be greater than 10" messages for one pt over the course of two weeks. "Inr may be greater than 10" message generated twice on (B)(6) 2011 and on the same day laboratory results generated inr 1.1. Site is also monitoring other pts with no issues; only this pt is generating this result. Expected inr range 2.0-3.0. No adverse event(s) reported. This event occurred during the course of a pharmaceutical clinical study. Unk if pt was taking the study drug.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Manufacturing review performed. Device history record reviewed. No related ncmrs, complaint trends or CAPA identified. Itc has requested all data required for form 3500a.